Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that no readings, sensor error, or brief sensor issue occurred 10 days after the sensor was inserted into arm. According to the patient on (B)(6) 2025, the patient experienced a sensor error for over 3 hours. Patient stated they ¿got hospitalized for this sensor¿ but declined to provide any further details regarding the event. There was no documentation of further medical intervention. No other details were documented. Data was provided for investigation. The allegation was not confirmed via data. However, it was found that no readings/ sensor error/ brief sensor issue under an hour occurred. The probable cause could not be determined. No additional patient or event information is available.